Event description:
A pt reported when compared to a lab meter, their surestep meter blood glucose reading was 133mg/dl versus 183mg/dl for the lab. Tests were done 15 minutes apart while fasting. No symptoms were reported. Pt reported that the meter has been working fine since then. No further info is available. No allegations of harm have been made.